Event description:
It was reported that the patient's implantable pulse generator (ipg) was at elective replacement indicator (eri) due to battery depletion with unexpected longevity. The ipg was explanted and replaced. It was also reported that the patient's right atrial (ra) lead had high, unstable thresholds and low pacing impedance. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2005 (B)(6); yrbr2816165 abdominal stent graft implanted: 2002 (B)(6); yrir16115 abdominal stent graft implanted: 2002 (B)(6); yrec1655 abdominal stent graft implanted: 2002 (B)(6); yrir1685 abdominal stent graft implanted: 2002 (B)(6); 5068-45 lead implanted: 2000 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.